Manufacturer narrative:
(B)(4). Xl-115364 arcom xl 44-36 std +3 hmrl brg 990150; 115340 comp rvs hmrl ti tray 44mm 367310; 115313 comp rvsr shldr glnsp +3 36mm 302660; 115313 comp rvsr shldr glnsp +3 36mm 302660; 180503 comp locking screw 4.75x30mm 402230; 180510 comp non-lckng screw 4.75x30mm 448060; 115383 comp rvs cntrl scr 6.5x35mm st 492280; 118001 versa-dial/comp ti std taper 201450; 180507 comp non-lckng screw 4.75x15mm 319810; 180501 comp locking screw 4.75x20mm 905410. The complaint is confirmed based on the surgical operative notes that was provided. Review of the device history records identified no related deviations or anomalies. A root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05461, 0001825034 - 2018 - 05463, 0001825034 - 2018 - 05466, 0001825034 - 2018 - 05467.

Event description:
It was reported that patient experienced 750-800 ml of blood loss during the left shoulder primary surgery. The patient received a platelet gel injection at the end of the surgery. No additional patient consequences were reported. No other additional information is available.